Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
The device was discovered during inspection; there was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance. It was also concluded that there is no indication the event is related to a manufacturing issue; no further investigation is required at this time. If additional information becomes available, this investigation will be reopened.

Event description:
When the in-coming inspection by distribution center stuff, the shaft of the device had bent and the blade edge of the drill became worn.

Event description:
When the in-coming inspection by distribution center stuff, the shaft of the device had bent and the blade edge of the drill became worn.